Event description:
It was reported that an x-mesh cage was inserted into vertebral body and tightened. At that point the inserter would not release from the implant. At this point the surgeon had to free the cage and remove it. This extended the surgery time by 20 min. And there was increased blood loss as a result. He then placed another type of interbody cage in the patient to complete the case. There was no adverse patient outcome as a result of this malfunction.

Manufacturer narrative:
In discussion with the sales rep he confirmed that this was the first use of the product by the surgeon. He had not used the device prior to the case. Functional inspection of the implant found it performs as intended. The inserter, which the rep confirmed was functioning as intended before the case and when loaded was jammed and will not open / close. Based on the description of the event and examination of the returned items it appears that the inner thread within the mechanism has cold weld. Binding could potentially occur in this instrument if it is was placed under excessive load.